Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi (bvvi) was confirmed in the laboratory [bus errors]. The device was tested on the bench and all functions were normal. The cause of the bvvi was undetermined.

Event description:
It was reported that when the asymptomatic patient presented in the operating room prior to a scheduled generator replacement, the device was found in backup operation. The device was not implanted and was replaced. The patient was fine.